Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In 2008, the patient reported having minimal hearing benefit when using the device. Revision surgery was performed after which the patient was able to hear better. After some time the patient's hearing benefit with the device started to decrease again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2008, the patient complained about a little benefit from the device. After the revision surgery performed in (B)(6) 2009, the patient was benefitting from the device and had 20-30db functional gain at 1 and 2 khz. When the patient was re-evaluated in (B)(6) 2014, he only had 10 db gain across the whole frequency range. The patients' hearing remained stable over time and he is still in the criteria for vibrant soundbridge. An implant check performed (B)(6) 2015 detected a device malfunction. Re-implantation is considered.